Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2023-03036. The event was previously incorrectly reported as a malfunction. That has now been corrected. The event is a malfunction and a serious injury. The following sections are being reported: b1. Report type is corrected. B2. Outcomes attributed to adverse event is corrected. D4: expiration date and unique identifier (UDI) number . H1: type of reportable events is corrected. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: health effect - impact code is corrected. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The reported implant was not returned for investigation. Therefore, visual evaluation could not be performed. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot and no similar event was found. The customer did submit images/x-ray and fracture was confirmed around platform/collar. Based on the investigation and risk management file review, the most likely root causes determined were external factors (patient¿s conditions). Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
It was reported that the doctor decided not to remove the fracture implant since it will be a burden to the patient, because removal increases the size of the invasive area and puts a burden on the patient. Therefore, additional implantation is required in the adjacent area. Tooth site # 30.